Event description:
This report is to advise of a foreign material noted within the needle hub of the needle during analysis.

Manufacturer narrative:
One brk transseptal needle was received for evaluation. When attempting to flush the needle, resistance was noted. The needle was unable to be flushed, and a stock stylet was unable to be inserted into the needle. Further analysis revealed a hardened foreign material within the needle hub, consistent with the reported event and the observed stylet insertion difficulty and flushing difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material within the needle hub remains inconclusive.

Manufacturer narrative:
Corrected code: h6: medical device problem.